Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that while placing the repositioning sheath following implant, the impella cp pump was pushed too deep in the left ventricle and kinked on itself. Attempts were made to untangle the pigtail / remove the device; however, the inflow cage broke. A snare was utilized to remove the cage and a new pump was implanted for support. There was no patient harm.

Manufacturer narrative:
The investigation into the product damage (cannula kink) and the product damage (detached inflow/outflow - great vessel) issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the cannula kink was most likely use related since the kink occurred when the pump was too deep in the ventricle after the repo sheath was advanced. The root cause of the product damage detached inflow cage was not determined since product was not returned and there is a lack of clinical details.